Event description:
It was reported the colonovideoscope was reprocessed in a reprocessor with an overused water filter that had not been replaced in over a year. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. The issue was not confirmed. The event is detectable and preventable by handling device in accordance with the following IFU. -instructions evis lucera elite colonovideoscope olympus pcf-h290l/I. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.